Event description:
Healthcare professional reported "capsular contracture baker grade 3" and "heterogeneous intracapsular tissue and with cardio-contrast enhancement, findings consistent with silicone-induced granuloma" this is for the right side. The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma.

Event description:
Healthcare professional reported "capsular contracture baker grade 3" and "heterogeneous intracapsular tissue and with cardio-contrast enhancement, findings consistent with silicone-induced granuloma" this is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "heterogeneous intracapsular tissue and with cardio-contrast enhancement, findings consistent with silicone-induced granuloma." This record is for the right side. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
The device has been explanted and replaced.